Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted fluid inside the bag that contained the unit due to an untightened blue winged luer cap. A functional test was then performed in which the device was observed for leakage after it was refilled and had its luer cap hand tightened. The device was monitored until the following day, and no signs of a leak were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leakage due to a defective or non-conforming product was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume intermate "accumulated 5-10 ml of fluid at the bottom of the overwrap. The leak was contained." This was identified before use. There was no patient involvement. No additional information is available.